Manufacturer narrative:
H3: evaluation summary: the device history record (DHR) was reviewed for the reported lot and found the product was released accomplishing all quality requirements. Six pictures were received for reviewing along with a sample of the product. The sample received did not draw air into the tube of the feeding set when tested. Therefore, the complaint sample could not confirm the reported condition. A root cause could not be determined. No action will be taken at this time. A functional inspection is performed to the finished product to test for occlusion or leaking before releasing the product. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that a noticeable amount of air was drawn into the tube of the feeding set on day one of use. There was no patient harm.